Event description:
This report involved an (B)(6) female pt. It was reported that in the ICU, the doctor did a puncture to insert the catheter. After insertion was completed, the doctor then attempted to remove the swg. It was at that time the swg kinked. As a result, a new kit was opened; however, the same issue occurred. See MDR 9680794-2013-00099 for the second event with the same pt. A delay was reported; however, there was no reported death or complications to the pt as a result of this delay or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.